Event description:
It was reported that when using the bd pyxis medstation system, the login screen was not loading and did not allow access. The customer stated that the screen turns white and displays "initializing peripherals" when touched, then a blue screen appears with a 30-second timer before returning to white and blocking the login until manually restarted. The customer reported that there was a delay in the patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system drawer was not detected on bus and login screen not loaded, a field service engineer found that the issue was due to faulty all-in-one. Swapped the all-in-one and power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the login screen was not loading and did not allow access. The customer stated that the screen turns white and displays "initializing peripherals" when touched, then a blue screen appears with a 30-second timer before returning to white and blocking the login until manually restarted. The customer reported that there was a delay in the patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had loading screen and not able to login due to faulty all-in-one. The field service engineer swapped the all-in-one and power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.